Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the ok and contrast buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/01/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The complaint of the unresponsive ok and contrast keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found on all button contacts. The pump was opened and the keypad flex and connector showed no signs of damage or contamination. Unrelated to the complaint, evaluation revealed corrosion/moisture residue at the bottom of the battery chamber as well as on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.